Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade iii.

Event description:
Patient reported right side "capsular contracture baker grade iii" and ¿severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the right breast. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of granuloma/ calcification/ capsular contracture/ double capsule was received on july 05, 2023, with lot number 2287608. Based on the device analysis grid, the assessments of the complaint are: granuloma: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side "capsular contracture baker grade iii" and ¿severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the right breast. Device has been explanted.

Manufacturer narrative:
Device visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. Double capsule : unable to confirm as it is a medical event not related to the device. Appears to be in the photos both devices are intact but without labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side "capsular contracture baker grade iii" and ¿severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the right breast. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. ¿ double capsule : unable to observe since it is a medical event and is not related to the device. ¿ calcification : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side "capsular contracture baker grade iii" and ¿severe fibrosis with mild chronic granulating inflammation and evidence of foreign material and calcification in the pseudo capsule of the right breast. Device has been explanted.